Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The reported error e433 could not be confirmed as the device was inspected and tested; the unit passed all tests and all output levels are within specification. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The product was sold in june 2017. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the service evaluation the reported error could not be identified. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). This case was addressed by a correction and preventative action (CAPA) investigation. Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The regional (vp) sales manager was informed by the operating room manager at the user facility that the high frequency electro-surgical generator unit reportedly had an "error code e433" during an unspecified event. No patient injury or harm was reported. The unit will be returned for service.